Event description:
It was reported that "there have been two cases of thrombosis in two different female patients in the left radial artery following catheter insertion." There was no medical intervention required. The patient's current condition is reported as "doing well with no complications". Associated MDR numbers include: 3006425876-2025-01167.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for evaluation. Visual examination revealed obvious signs of use in the form of yellowing of the distal extension line. Visual examination also revealed the extension line was severed and the proximal portion was not returned. Sutures were present attached to the wings. No evidence of a blood clot was observed in the catheter body or extension line. The length of the extension line measured 37mm from the juncture hub. The catheter body outer diameter measured 1.08mm which is within the specification of 1.04mm-1.09mm per catheter product drawing. The distal lumen inner diameter measured 0.0450" which is within specification of 0.0429"-0.0469" per distal extension line extrusion product drawing. The distal lumen outer diameter measured 2.44mm which is within specification of 2.43mm-2.45mm per distal extension line product drawing. The returned catheter could not be functionally tested due to the distal extension line being severed. "Clinical and medical affairs (cma) was consulted as part of this investigation. Cma stated, "intraluminal thrombosis can occur with arterial catheter placement and can be a cause of failure. Complete or partial occlusion or difficulty aspirating or achieving an adequate arterial waveform from the arterial catheter may be associated with but is not necessarily a sign of catheter related thrombosis. Intraluminal blood due to poor flushing, low pressure transducer bag management or kinking of the catheter may create this clinical picture or initiate the thrombosis pathway. Furthermore, formation of fibri? Tails or sheaths (thin, slender structures that wrap around the catheter or the distal end of the device) can also lead to catheter dysfunction." A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "clinicians must be aware of complications/undesirable side effects associated with central venous catheters including, but not limited to: ...thrombosis." The customer report of a catheter thrombosis was not able to be confirmed by the returned sample. The distal extension line of the catheter was severed and no evidence of a thrombosis was observed. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the analysis of the returned sample and input from cma, the root cause of this event cannot be determined. Teleflex will continue to monitor and trend on complaints of this nature.